Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that patient required remedial therapy in order to solve post-opertative cellulitis of the left knee. Outcome of this event is deemed as resolved, severity as moderate and the therapy comprised of keflex 500mg 2x1.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Please take in consideration the file attached for the previous report submitted.